Manufacturer narrative:
Referring to the reported targeting issue the target device gamma3® is considered the primary product. The other instruments reported are considered associated products. According to information received the products reported were not available for evaluation. Thus, a physical examination of the instrument(s) was not possible. A review of the manufacturing documents was not possible since the lot codes of the reported products were not provided. No information was received from the sales rep regarding product availability, return and product data despite three attempts to obtain more details on the event. Since no details regarding the kind of targeting issue were provided, a review of the complaint and nc/CAPA history, of any packaging insert / IFU, procedure or literature and of the risk file was deemed not expedient in this case. The same applies to initiating further action. Referring to the fact that no product was returned after 70 days and according to the sales rep¿s statement that ¿he just does not understand why there is a targeting issue¿ after he has ¿inspected the gamma3 kits with the customer¿, it can be assumed that the alleged targeting issue may be based on an error. No non-conformity was found. Product was not returned.

Event description:
During a visit to the hospital, the sales rep inspected the gamma 3 kits with the customer. He could observe that there was a targeting issue on the listed devices. He confirmed that there was no misuse from the medical staff. He just does not understand why there is a targeting issue.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a visit to the hospital, the sales rep inspected the gamma 3 kits with the customer. He could observe that there was a targeting issue on the listed devices. He confirmed that there was no misuse from the medical staff. He just does not understand why there is a targeting issue.